Event description:
Caller reported a malfunction on their pump, specifically malfunction code malf 12, which could not be resolved by resetting the pump. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.